Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod coils and a non-penumbra microcatheter. During the procedure, a pod coil would not advance through the microcatheter; therefore, they were both removed. The procedure was completed using another pod coil and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.